Event description:
The customer dosed 48 units of insulin based upon a glucose reading of 104 mg/dl from the suspect device. They then passed out. 911 was called and when the emts arrived they checked their glucose and the level was 21 mg/dl. They were treated with a glucagon shot. Level 1 and level 2 controls were within range on the system. The device was replaced with new product and authorized for return to the MFR for eval.